Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion exhibiting 80% stenosis. The lesion was pre-dilated. It was reported that the stent dislodgement occurred before positioning at the lesion. Two balloons were used to inflate the dislodged stent. One device was inflated up to 24 atm and the other balloon was inflated up to 18atm. It was stated that the patient was stable after fixing the stent using another balloon. No further injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images were provided for review. The images provided confirm that a long stent was successfully deployed in the lad. 11 minutes post stent deployment, another shorter stent is seen being positioned proximally and overlapping with the newly deployed stent. The proximal stent has not been expanded but it appears to have moved proximally on the delivery system, however; it has not fully dislodged from the delivery system. The distal end of the proximal stent appears the be potentially caught within the newly deployed stent. This may have resulted in the stent having moved on the delivery catheter rather than dislodging into the vessel. Given that the stent was not fully positioned over the balloon delivery system there was non-uniform expansion of the stent requiring post dilation of the proximal and distal end of the proximal balloon in order to ensure full apposition against the vessel wall. The images provided confirm post-dilation of the proximal stent after initial deployment in order to ensure full apposition. Annex a code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion in the distal left anterior descending artery (lad). The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted advancing the device. Excessive force was not used. Resistance was not noted during withdrawal of the device. Excessive force was not used. The stent was post-dilated to 16 atm using the 3.0 x 15mm balloon after being inflated by 1.25 x 12mm and 3.0 x 12mm balloons. Patient age, weight and gender provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.